Event description:
It was reported that an ilet device did not charge and would not power on during training, and the user was provided a sample replacement device. Symptoms included no device function due to failure to charge and failure to turn on. Outcomes included interruption of therapy requiring provision of a replacement device. Investigation included review of the reported charging and power behavior and collection of the affected unit for assessment. Investigation of this device revealed a suspected device malfunction related to the charging or power subsystem, consistent with failure to charge and failure to power on. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of undetermined root cause pending device analysis.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.